Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with an estimate of 268 units instead of the expected 233 units. There was no adverse impact to the customer's blood glucose level. Although the caller completed all necessary steps to address the discrepancy, such as removing air from the cartridge and using room temperature insulin, the discrepancy persisted. Technical support assisted in reloading the cartridge, but the caller declined to deliver a bolus for recalibration. The caller will monitor the situation and follow up if necessary.